Event description:
It was reported that the barrel of the bd safetyglide¿ insulin syringe with needle was found broken at the "0-20 unit" before use. The following information was provided by the initial reporter: "barrel broken syringe rupture (at syringe 0~20unit)"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/6/2020. H.6. Investigation: customer returned (1) 1/2ml, 8mm, 30 bd safetyglide insulin syringe in an open blister pack from lot # 9169509. Customer states that the barrel is broken. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-20 unit marking. A review of the device history record was completed for batch# 9169509. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: printer machine failures for broken barrel investigation: l2l dispatch on 01aug2019 replaced print drum and bottom delrin guide and 05aug2020 finger chain out of time with transfer dial. Corrective action: replaced print drum, bottom delrin guide, and finger chain. CAPA pr1187550 was opened on 09/2019 to address the broken barrel issue. It was closed effective on 13april2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the barrel of the bd safetyglide¿ insulin syringe with needle was found broken at the "0-20 unit" before use. The following information was provided by the initial reporter: "barrel broken. Syringe rupture (at syringe 0~20unit)."